Manufacturer narrative:
During processing of this incident, further information regarding weight was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024. While explanting both the l5 and s1 leads, the silicone on the lead "fell apart" and the internal wires were exposed. Eventually, the entire drg system was explanted.

Event description:
It was reported that the patient is experiencing ineffective therapy as a result of high impedances on the s1 lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.